Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported by the aci vascular closure specialist that an (B)(6) male patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained via a short 6f sheath (model unknown). A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. Peri-procedure, the patient was anti-coagulated with angiomax. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported to the aci vascular closure specialist per the physician that the patient had some oozing and a hematoma forming after the mynxgrip deployment. A femostop was placed to resolve the hematoma. The physician examined the patient's access site the following morning ((B)(6) 2013) and the site appeared to be free of any hematoma or other visible signs of complication based on his assessment. The physician received a phone call from the patient approximately 48 hours after the procedure complaining of puffiness and pain at the access site. The patient presented to an outreach clinic on (B)(6) 2013 where the patient was found to have a 2.2cm x 2.6cm pseudoaneurysm at the access site as well as a deep vein thrombosis in the iliac vein. The deep vein thrombosis was believed to be caused by the placement of the femostop and the immobility that occurred from bed rest after the procedure. The patient was given a thrombin injection to resolve the pseudoaneurysm. The patient was hospitalized due to the pseudoaneurysm as well as the deep vein thrombosis. No further information is available.